Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in three pieces. Visual inspection of the lead found an external insulation abrasion due to friction to the device can breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. Further analysis found another external insulation abrasion due to friction to another device or feature of the heart breaching the outer insulation and exposing the outer coil distal to the suture sleeve tie impression. The cause of the reported event was isolated to the external insulation abrasions exposing the outer coil.

Event description:
Related manufacturer report number: 2017865-2021-29672. It was reported that noise resulting in pacing inhibition was observed on the right ventricular lead. A pacemaker header anomaly was also thought to contribute to the noise and pacing inhibition. The right ventricular lead and pacemaker were explanted and replaced. The patient was discharged.